Event description:
It was reported that the customer said the foley catheter tip was slipping . In one month, they changed it eight times, and they had to have a full-time catheter in their body. They needed it for 24 hours. The customer had to flush it four times a day. Every 3 to 5 days at the tip, it gets stuck even though they flush it . The customer said they needed another catheter, which was an 18-french clear catheter, because they needed to see what was going on in their catheter. It got stuck up at the tip every 3 to 5 days, even though the customer changed their diet, had been flushing it, and the urine was clear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "drainage lumen designed too small". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the customer said the foley catheter tip was slipping . In one month, they changed it eight times, and they had to have a full-time catheter in their body. They needed it for 24 hours. The customer had to flush it four times a day. Every 3 to 5 days at the tip, it gets stuck even though they flush it . The customer said they needed another catheter, which was an 18-french clear catheter, because they needed to see what was going on in their catheter. It got stuck up at the tip every 3 to 5 days, even though the customer changed their diet, had been flushing it, and the urine was clear. Per additional information received via phone on 18aug2022, the customer used 165816 bardex foley catheters and ended up being a total of 4 that they had issues with.